Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the platform is returned and investigation has been completed.

Event description:
During biomed testing, the auto-pulse platform (sn 40657) displayed user advisory (ua) 12 (life-band not present) error message. The user was unable to clear the ua 12 error message. No patient involvement.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(6) ) displayed user advisory (ua) 12 (lifeband not detected) error message was confirmed during archive data review; however not confirmed during functional testing. No device malfunction observed during the testing that would cause ua 12 error message. The probable root cause for the reported complaint could be due to the belt clip not detected in spool shaft and/or not fully inserted when the autopulse was powered on, most likely attributed to user error. During visual inspection, the platform was observed the head restraints was missing. The head restraint could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints missing head restraints does not render the autopulse platform non-functional. In addition, front enclosure had cracks, torn load plate cover and missing screw. The root cause for the crack on the enclosure and torn load plate cover are due user mishandling such as a drop. These observations are not related to the reported event. The top cover, front enclosure, load plate cover and the missing screw were required to be replaced to address the observed physical damages. During initial functional testing, no issues or error occurred. Noticed that the lifeband detect switch was in correct position and screws were at correct torque. However, during the load cell characterization test revealed that the load cell 2 is defective. The cracked cover and defective load cell were likely attributed to mishandling such as a drop. This is observation is not related to the reported complaint. During archive data review, multiple ua 12 error messages was observed. Per the autopulse® resuscitation system model 100 user guide, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Waiting for customer's approval for service.